Manufacturer narrative:
(B)(4).

Event description:
It was reported that the contact force value of the smart touch catheter was soared when starting ablation. Alert 85 or 88 was always displayed and alert was not disappeared even the catheter was separated from metal (shaft of a lasso catheter). When the catheter was removed from the patient's body, blood was observed at the tip of the catheter. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receiving the product in biosense webster lab on (B)(6) 2014, it was noticed that blood was observed at the tip of the catheter and a cut was found in the spring area, making this event reportable.

Manufacturer narrative:
(B)(4) it was reported that the contact force value of the smart touch catheter was soared when starting ablation. Alerts 85 or 88 were always displayed and alert was not disappeared even the catheter was separated from metal (shaft of a lasso catheter). When the catheter was removed from the patient's body, blood was observed at the tip of the catheter (spring area) the returned device was visually inspected upon receipt and reddish residues material was found inside the pebax. Further examination revealed that the pebax had a cut. A corrective action has been opened to address and resolve this issue. The pebax section is 100% inspected on all catheters before leaving the facility. In addition, the catheter was tested for screening test and catheter failed. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition could be attributed to the red residues found in the pebax section or an internal pc board issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions were opened to address the pebax and pcb issues.